Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper pops out of the tubes. The stopper pop off event occurred 3 times. The stopper creep out event occurred 3 times the following information was provided by the initial reporter. The customer stated: "opening of stoppers (stopper pop off). The stoppers are loose after the collection (stopper creep out)."